Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was being replaced after reaching elective replacement indicator (eri). There were no previous allegations against the device functionality. During the procedure, it was noted that there was a weakened bond between the device header and the case. There have been no previous observations of noise, oversensing, inappropriate shocks, or pacing inhibition with this device. No adverse patient effects were reported. The ICD was successfully replaced and will be returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ICD was thoroughly inspected and analyzed. Visual inspection confirmed the header was loose from the device case. Tool marks were noted on the device case. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Additionally, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.

Manufacturer narrative:
Once the ICD is returned and analysis completed, this report will be updated.